Manufacturer narrative:
Initial reported phone number: (B)(6). (B)(4) all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Follow up information received indicated that the intraocular lens (iol) was discarded at the hospital because it was in contact with a patient with an infection. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
A manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. There were no nonconformances with respect to the sterilization process. There were no process and / or material changes within the production order. There were no environmental monitoring related nonconformances within the timeframe when the production order was manufactured. Based on the manufacturing record review the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that within 1 hour after implantation, toric intraocular lens (iol) had rotated 39° counterclockwise while in the eye. Lens was repositioned; however, lens had again rotated 35° counterclockwise. As a result, lens was explanted and replaced with a non-amo lens. It was noted that incision was enlarged during the explant operation and inflammation of the eye was observed. In addition, patient was reported to have recovered. No further information has been provided.